Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of three products being reported for the same event. Please reference manufacturing reports#: 9616099-2005-01336, 9616099-2007-00629 and 9616099-2007-00630. Any add'l info will be submitted within 30 days of receipt.

Event description:
The following update was received from the another country clinical study: in 2006, the patient came to the hospital with slight malaise. The following month, the patient complained that she could not get up in the morning of hemodialysis and she transferred to the hospital by ambulance. Blood tests were performed and high potassium levels in the blood were observed. During the treatment, the patient developed ventricular tachycardia. Cardiopulmonary resuscitation was performed, but the patient deceased. Physician's comment: the probable cause of the death was the ventricular tachycardia. Because blood potassium soared suddenly, there is possibility of bleeding. The patient was supposed to conduct hemodialysis three times a week, but only conducted it twice a week. No additional information will be forthcoming as no additional information is available.